Event description:
The facility returned the device for service. During service testing, the baxter repair technician reported that the device under delivered.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 29, 2007. Evaluation summary: the condition of underdelivery was confirmed. Inspection of the device found that this was caused by a faulty pump head module. The pump head module was replaced.